Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps broke inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain the information regarding patient demographics, relevant testing, and medical history; however, the customer was not able to provide that information. The tip of instrument was found to be damaged. The instrument was inspected prior to use. There was no injury to the patient and no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken main tube at the distal end. Material approximately 0.14" x 0.08" appeared to be missing as damaged an assembly is no longer straight due to the damage. The root cause of broken instrument main tube was typically attributed to the mishandling/misuse . Failure analysis found the primary failure of a broken main tube . The fenestrated bipolar forceps (part#471205-17 / lot/serial# (B)(4)) was last used on (B)(6) 2022 on system (B)(4) with 1 use remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the instrument breakage that resulted in a fragment fall inside the patient was attributed to a mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.